Event description:
It was reported that the patient underwent a l4-l5 spinal surgery using an interspinous spacer. Xrays were taken two weeks post-op and indicated the interspinous spacer was "displaced". The patient reportedly was "asymptomatic and well". No patient complications were reported and no plans for a revision surgery were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.